Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced unexplained hyperglycemia. Customer blood glucose level was 264 mg/dl and 286 mg/dl. It was stated that based on insulin pump report bolused was not infused. It was unknown whether the auto mode feature was active at time of event. The device will not be returned for analysis.